Event description:
Reverse transmembrane pressure (tmp) alarm before start of the treatment. Venous pressure would not set. Treatment was started. The blood tubing set drip chamber cracked during the treatment, splashing blood on the attending operator & the pt. The clamp actuator was not allowing the blood tubing set to be loaded correctly; tubing was loaded by force causing the crack. There was no injury or intervention.